Event description:
It was reported that the patient's lead integrity alert triggered within a month of being implanted on the right ventricular lead due to increasingly high impedance and oversensing. Noise could be reproduced with positional changes to the patient. Under fluoroscopy, it was found that the lead was not fully connected to the header of the device. The patient underwent another procedure to reinsert the lead into the device header and both lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed varying resistance/impedance and daily pace lead impedance trend data shows varying impedance for ventricular pace bi impedance= 532 to 1254 ohms range between (B)(4) 2011 and (B)(4) 2011. Oversensing and ventricular (non-sustained tachycardia) nst less than equal to 200 ms between (B)(6) 2011 and (B)(6) 2011. Ventricular fibrillation (vf) equal 180 ms average v-cycle on (B)(6) 2011. Also lead integrity alert triggered and patient alerts for lead failure predictor on (B)(6) 2011 and (B)(6) 2011.